Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly had evidence of thermal damage. There was no report of patient harm or injury. The device was evaluated by a third party investigator. The thermal damage was caused by a component on the main board.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator had evidence of thermal damage. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.